Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d284drg ICD implanted: 2012-(B)(6). (B)(4).

Event description:
It was reported that during a device replacement procedure, the right ventricular (rv) lead thresholds measured higher than the thresholds of the previously capped pace/sense (p/s) rv lead. It was decided to cap the p/s portion of the current rv lead and replace it with the previously capped p/s lead; the high voltage portion of the current rv lead remains in use. No patient complications have been reported as a result of this event.